Manufacturer narrative:
Additional information: h4. B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. The power cord for the printer has been returned for investigation. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.correction: d9, h3.

Event description:
The customer reported a spark when plugging the universal printer power cable into the wall outlet while the printer was connected to the idnow instrument. The customer stated the issue does not occur when a different power cable is used, and they believe that the cable is the issue and not the printer or instrument. The customer confirmed there was no evidence of smoke, fire, burning, or shock, and stated the spark was "mild". There was no patient involvement, and no further information was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported a spark when plugging the universal printer power cable into the wall outlet while the printer was connected to the idnow instrument. The customer stated the issue does not occur when a different power cable is used, and they believe that the cable is the issue and not the printer or instrument. The customer confirmed there was no evidence of smoke, fire, burning, or shock, and stated the spark was "mild". There was no patient involvement, and no further information was provided.

Event description:
The customer reported a spark when plugging the universal printer power cable into the wall outlet while the printer was connected to the idnow instrument. The customer stated the issue does not occur when a different power cable is used, and they believe that the cable is the issue and not the printer or instrument. The customer confirmed there was no evidence of smoke, fire, burning, or shock, and stated the spark was "mild". There was no patient involvement, and no further information was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the customer stated the exact event date is unavailable. This report is being filed on an international product, list number nat-000 that has a similar product distributed in the us, list number nat-024. Through information provided by the customer, the issue was identified to be related to the accessory printer and not the ID now instrument. As such, the investigation was performed on the printer power cord. The printer and printer power cord are not medical devices and are not required for use with the instrument. Visual inspection was performed on the returned printer power cord including the plastic coating and power connection points; no anomalies or physical or cosmetic damage was noted. Additionally, manufacturing records were reviewed. An exact batch record for this unit could not be identified based on the serial numbers sampled during incoming inspection of the printer. A review of 2 batch records that included adjacent serial numbers were reviewed and found no relevant non-conformances. The lot met required release specifications. The complaint is anticipated in nature and severity within the product risk file; no new hazard has been identified and it will continue to be tracked and trended.